Manufacturer narrative:
Received one (1) used 9.5 smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. Three (3) photos were shared by the customer, and the photos reviewed show the seal feature of the red nano clave protruding from the assembly and appears to have been an overpressure situation. Directions for use (dfu) states "for sets equipped with clave/microclave y site: prior to pressurizing, activate the slide clamp and give the pressure infusion through the clave/microclave y site". Confirmed customer complaint, failure probable cause, overpressure. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a smallbore trifuse set, 3 microclave clear was found to experience a disconnection during patient use. The report stated, "tri set popped when flushed." The packaging was not saved. Sample photos are provided showing the defective device. The device will be returned via the manufacturer¿s preferred return process. The device involved in this event is not available in the facility. There was no patient harm reported.